Manufacturer narrative:
Patient outcome not provided. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. By report, the device was used off-label due to anatomical exclusion. The device is indicated for patients with an infrarenal neck that has an angle less than 60 degrees relative to the long axis of the aneurysm. Patient anatomy resulted in a type ia and the physician decided to take a wait-and-see approach. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with this failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patients' anatomical form was not suitable for endovascular repair as the proximal neck angle relative to the long axis of the aneurysm was 86 degrees. An open surgery for colon cancer was planned later, thus the physician decided to use zenith for aaa repair. The procedure was conducted as labeled. After placement of grafts, proximal type I endoleak was confirmed by the final angiography. The physician decided to take a wait and see approach instead of placing additional devices because it was risky due to highly tortuous proximal neck, and the leak was minor to be gone. The patient's condition is unknown as not provided by the reporter.